Manufacturer narrative:
(B)(4). Date of event: unknown. Operator of device: unknown. The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to be leaking. Where in the process the leak was discovered is unknown; however, this report documents no patient involvement or adverse events. No additional information is available.

Manufacturer narrative:
(B)(4). The reported sample was returned for evaluation. The visual and functional test identified the reported condition as a large leak spraying liquid from the back side of the bag. The leak location and magnitude would have been obvious if present during the filling of the bag. Magnified inspection of the leak location identified the leak as a semi-circle shaped puncture. A sharp cannula can create this type of shape when it enters the eva material. The puncture was located on the back side of the film with no impression of the puncture on the front side, which means the damage occurred when the bag was full. Based on evaluation findings, the condition was determined to have occurred during handling of the filled bag. Should additional relevant information become available, a follow-up report will be submitted.